Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system stored a ventricular episode containing t-wave oversensing and farfield signal oversensing. There was no pacing inhibition or asystole reported. Technical services (ts) discussed troubleshooting options and programming considerations. No adverse patient effects were reported.